Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the reported issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 2 prompted that the workspace was limited. The customer power cycled the system and adjusted the set up joint (suj) but there was no change. The procedure was converted to a laparoscopic procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no additional ports placed on the patient and no increase in port size. The patient tolerated the conversion and there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed. Fa reviewed the site logs and confirmed error 1173, p3=1 (yaw). The usm was tested on an in-house system in normal mode where it triggered error 23068. The usm was tested on a patient side cart fixture test platform (pftp) where it passed.

Event description:
Refer to h10/h11 for follow-up information.